Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for damage to customer device trending analysis for damage to customer device issues associated to the sterrad 100s did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The damaged device was not returned to asp. The customer did obtain a service repair quote from the mdm (medical device manufacturer) medtronic, the legal manufacturer. The repair quote stated that the scope's image capture was only partial. Only a half moon shape was able to be viewed, instead of an entire circular view. (B)(4) manufactures the device for medtronic. The (B)(4) flexible pharyngoscope (model 1889500) is marketed as the medtronic sharpsite flexible ent scope. The hospital claimed that (B)(4) stated the device was recommended for use and provided documentation to asp. This documentation was forwarded to the device manufacturer. (B)(4) response stated, "the (B)(4) document provided to you by the hospital is not an IFU and makes no reference to device 1889500. It does in fact refer to rigid endoscope development and the compatibility of the materials used to construct this type of device and not flexible endoscopes ((B)(4) flexibles are not autoclaveable). It is not clear how the hospital would have come to consider this as a user manual." Asp confirmed with the mdm (medical device manufacturer) medtronic that, "upon reviewing (B)(4), you will notice that sterrad 100s is not listed, therefore, it is not an approved method. Our cleaning and disinfection methods are documented on pages 6&7 (in english)."

Event description:
A report received from the affiliate indicating the facility is concerned the mode of sterilization is damaging their scholly flexible nasoendoscopes (model no 1880500). All 13 scopes have required repair over the last 12 months. Medtronic who distributes these scopes listed sterrad as an appropriate mode of sterilization. Per the medtronic service repair quote, the scope for which this report is being submitted failed leak tests.

Manufacturer narrative:
(B)(4) damage to customer's device. Per sterrad 100s user's guide: know what you can process: before processing any item in the sterrad 100s sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device mfrs' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. The guide is not intended to replace any medical device mfrs' instructions. If you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer rep for more info. This is one of five 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00696, 2084725-2010-00023, 2084725-2010-00024, 2084725-2010-00026, and 2084725-2010-00027.